Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched through emergency room due to low blood glucose level. Customer¿s blood glucose level was 34 mg/dl at the time of hospitalization. It was unknown that the auto mode feature was not active at time of low blood glucose event. Customer was not assisted with troubleshooting for low blood glucose level. Customer current blood glucose reading was 19 mg/dl. No further patient complication were reported. The device returned expected.